Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 2 devices were received for evaluation; 2 events were confirmed during testing. The devices were found to be affected by a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device overheated. Approx 1 reported event had no patient involvement; no patient impact. Approx 1 reported event had patient involvement with no patient impact.